Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he was having trouble getting coupling. There was poor coupling and repositioning the antenna did not resolve the issue. The antenna locator feature was used and resolved the issue. The patient¿s left leg was hurting again at the knee cap and trunk. It started about a week ago and the patient was taking more of his pain medication. The indication for use was spinal pain. Additional information received from the patient reported that he needed to schedule reprogramming because he was having problems with pain returning in his left leg and he was back to square one. There was also burning pain in the leg. The change in therapy/symptoms was considered gradual, occurring since (B)(6) 2015. Additional information received from the consumer reported that the device was messing with his nerves on his right side. The patient stated that if he pushes on the implant he can walk but it he lets go he can¿t. The patient reported that his hips lock up and he can¿t walk. The issue started on (B)(6) 2016 and had gotten worse. No falls or traumas were reported that were related to the issue. If additional information is received a follow-up report will be sent.